Manufacturer narrative:
The lead remains in service an no further issues have been reported. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this was the second lead attempted during this procedure. The physician experienced issues trying to place this lead so he repositioned the lead to the outflow tract on a pulmonary artery, pacing unipolar which caused the patient to go asystolic. The physician repositioned the lead to a different location and normal normal measurements obtained.